Event description:
It was reported by the sales rep that a lap gastric bypass procedure, the device reload fired, but the staples did not close. They were completely opoen at the ends. A new reload was used to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.